Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a renal artery via graft fenestration. A 5 x 40 mm armada 35 was inflated one time to nominal pressure at the lesion but could not be deflated. Several attempts were made to deflate the balloon, but it could not be fully deflated, so a 7f non-abbott catheter was advanced over the balloon to retrieve it while it was still inflated. The procedure was completed at this time. The balloon would not deflate after removing from the anatomy. There was no clinically significant delay in procedure and no patient effects. No additional information was provided.